Event description:
It was reported that the cannula fully retracted back into the pod. The patient's blood glucose (bg) values reached 250 mg/dl. No further details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.